Manufacturer narrative:
(B)(4).the MDR ID number was originally 3001236349-2011-00009 and has changed to 2134265-2011-01951 to account for the change of reporting site from bsc-san jose to bsc- maple grove. (B)(4)

Event description:
Same case as MDR ID # 2134265-2011-01950. It was further reported that prior to the flutter ablation case, the patient was cardioverted twice. After the cardioversion, the patient complained of back "itching". The patient's back was examined by the wound care nurse and no burns were seen. During the procedure, ablation was performed at 65 w, not 60 w as previously reported. Post procedure, the patient again complained of an itch. The wound care nurse assessed the patient's back and noticed a blister forming at the edge of the badge where the supposed ground pads had been placed. An additional exam by the wound care nurse at an unspecified time later documented the burn as a quarter sized, necrotic burn on the patient's back. The patient was released from the hospital on an unknown date. The device is being retained at the facility and is not available for analysis.